Event description:
After some hrs it is time to change dialysate bag. The bag was totally empty, air was in the set so much that bld alarm activate. They stop the treatment. They are using our hemosol b0 bags. Customer sent the machine to gambro technical services (gts) and the scales were checked and in tolerance +-20g and test run okay. Machine runtime meter read 524 hrs. No blood loss was reported.

Manufacturer narrative:
No injury or clinical consequence to the pt was reported. Further investigation into the incident is being conducted.